Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 02/23/2015. Device evaluation: the pump has been returned to animas and evaluated on 02/07/2015 with the following findings: the pump¿s black box showed one pump reboot event associated with a battery change. The battery compartment was cracked on the side near the threads as well as above and below the bumper pad. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the investigation. There was no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked and the battery cap was not able to be fully secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.